Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region') and syncope ('neurological conditions or problems type: syncope') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid from 2006 to (B)(6) 2019, mirena iud from (B)(6) 2010 to (B)(6) 2011 and oral contraceptive pills from 2006 to (B)(6) 2010. Concurrent conditions included hypothyroidism since 2006 and paratubal cyst. Concomitant products included norethisterone (mini-pill) from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscle/joint pain"), arthralgia ("muscle/joint pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating") and dizziness ("dizziness"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, abdominal distension, myalgia, arthralgia, abdominal pain and dizziness outcome was unknown and the syncope, dyspareunia, vaginal haemorrhage, migraine, headache, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, syncope and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet was received. Reporter information, concomitant drug were added. Outcome of the event "abnormal vaginal bleeding" was updated to resolved from unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region') and syncope ('neurological conditions or problems type: syncope') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid from 2006 to (B)(6) 2019, mirena iud from (B)(6) 2010 to (B)(6) 2011 and oral contraceptive pills from 2006 to (B)(6) 2010. Concurrent conditions included hypothyroidism since 2006 and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced myalgia ("muscle/joint pain"), arthralgia ("muscle/joint pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, myalgia, arthralgia, abdominal pain and dizziness outcome was unknown and the syncope, dyspareunia, migraine, headache, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, syncope and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Date of removal was added. Reporter's information was added. Patient's demographics was added. Added event pelvic pain, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, syncope, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, bloating, abdominal pain, muscle pain, joint pain, dizziness, and general pelvic and abdomen pain. Event onset date was added. Updated outcome of events. Historical drug, historical condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.